Manufacturer narrative:
D4 updated. Serial number added and lot number should be blank.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a bent and dented needle, distal tip and fiber damage, broken lenses, and damaged coupler. A review of the customer provided image confirmed the scope was separated into two parts. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A clinical/medical evaluation found no relevant clinical information was provided. The surgeon changed the procedure and the device to complete the procedure with a significant delay. No other complications were reported. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. A review of the customer provided image confirmed the scope was separated into two parts. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed and the root cause has been associated with a component failure. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a arthroscopic rotator cuff repair, the video arthroscope was spoilt, it was separated into two parts and was not able to screw back. The procedure was completed with a significant delay greater than 30 minutes. A backup device was available and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.